Event description:
Sterile compounding technicians have identified the nicu tubing has been more tangled within it's manufacture packaging. This is causing more manipulation and bubbles within the tubing.